Event description:
It was reported that the pump exhibited motor rate error. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer and attached on 9-sep-2022, the event occurred during the annual testing. Customers were unaware if prior to this the errors occurred during use, there are no internal complaints stating patients were involved. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d1: correction: brand name: medfusion model 4000 syringe infusion pump.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found non-OEM top case identified and cracked battery door. Functional testing found motor rate error at occlusion test. Found fluid ingression on the back of the main board. Replaced main board. The root cause of the reported issue was found to be customer damaged. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).